Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd autoshield¿ duo pen needle experienced safety shield failure. The following information was provided by the initial reporter: after injecting insulin, the needle did not go all the way in on withdrawal. It was sticking out a few millimeters. The safety device did not work.

Event description:
It was reported that the bd autoshield¿ duo pen needle experienced safety shield failure. The following information was provided by the initial reporter: after injecting insulin, the needle did not go all the way in on withdrawal. It was sticking out a few millimeters. The safety device did not work.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. See h.10.